Event description:
It was reported that the pt had a pump implanted in 2007. In the operating room, the pump was programmed to deliver 100 mcg/day of baclofen at a continuous infusion rate. The next morning, at 9:25am, the hcp programmed an unspecified priming bolus with a duration of 1 hr and 48 mins. At about 12:00 p.m., the pt stopped breathing and needed resuscitation. The pt was taken to an intensive care unit and was put on a respirator. The hcp interrogated the pump and according to the programmer, the pt had received 3600 mcg of baclofen as a bolus. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(See scanned page).